Manufacturer narrative:
This event was also reported under manufacturer report #3004209178-2019-09507. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient had two inss replaced due to normal battery depletion. They added that they needed to turn stimulation off for an unrelated hand surgery on (B)(6) 2019, but they were unable to do so because their ins was dead. The also said the ins "was not working" because "it was a low thing, my body got use to it". No patient symptoms were reported and no further complications have been reported as a result of this event.